Event description:
It was reported that catheter entrapment on guidewire occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation at 20 atmospheres, the balloon was stuck with the guidewire. Both devices were removed together from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.